Manufacturer narrative:
Findings: pump received with a blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify missing segment due to blank flashing white light on the display. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a flashing white screen. The customer¿s blood glucose level was 9 mmol/l at the time of the incident. The customer reported that the display was flashing white or blank. The customer stated that the insulin pump was not bumped or dropped at all. Troubleshooting was performed and the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.